Manufacturer narrative:
This is a cancellation report. This complaint was previously captured in MDR 3001845648-2019-00596. This is report is a duplication and is no longer required. As the exact rpn is not known for this complaint, the most likely us clearance number is : k121430.

Event description:
This is a cancellation report. This complaint was previously captured in MDR 3001845648-2019-00596. This is report is a duplication and is no longer required. Literature review title: '' a 17 years retrospective study on multiple metal stents for complex malignant hilar biliary strictures: survival, stents patency and outcomes of re-interventions for occluded metal stents'' boskoski et al 2019 objectives of this study were evaluation of survival and stents patency after placement of multiple sems for palliation of complex mhbs. Wallstent and wallflex (boston scientific, natick, ma, USA), niti-s (taewoong medical inc., seoul, south korea) and evolution (cook endoscopy, winston-salem, nc, USA) sems were used in this study. Please note, as 3 different brand devices were used in this study, we cannot confirm that a cook stent was related to this specific adverse event. This is a conservative assessment . As per literature review: table 1 shows re-interventions for occluded sems 55 of 134 patients (i.e. 41%) ''55 patients returned to our attention with clinical signs of sems obstruction and were re-treated. Fifty-five (41%) patients experienced one or more episodes of sems obstruction. Mostly sems were clogged by sludge, which was found in 65.9% of the re-interventions, associated with overgrowth and ingrowth 34.1% of the cases. This file is being created to capture 55 cases of overgrowth and ingrowth requiring re intervention by placing an uncovered ¿bridging¿ sems inside the previous one.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. This is a conservative assessment - wallstent and wallflex (boston scientific, (B)(4)), niti-s (taewoong medical inc (B)(4)) and evolution (cook endoscopy (B)(4)) sems were used in this study. Please note, as 3 different brand devices were used in this study, we cannot confirm that a cook stent was related to this specific adverse event. The exact rpn is unknown therefore the most likely common name for this is fge - cook evolution biliary stent and k121430 is the most likely 510 k #.

Event description:
Literature review title: '' a 17 years retrospective study on multiple metal stents for complex malignant hilar biliary strictures: survival, stents patency and outcomes of re-interventions for occluded metal stents'' boskoski et al 2019 objectives of this study were evaluation of survival and stents patency after placement of multiple sems for palliation of complex mhbs. Wallstent and wallflex (boston scientific, (B)(4)), niti-s (taewoong medical inc (B)(4)) and evolution (cook endoscopy, (B)(4)) sems were used in this study. Please note, as 3 different brand devices were used in this study, we cannot confirm that a cook stent was related to this specific adverse event. This is a conservative assessment . As per literature review: table 1 shows re-interventions for occluded sems 55 of 134 patients (i.e. 41%) ''55 patients returned to our attention with clinical signs of sems obstruction and were re-treated. Fifty-five (41%) patients experienced one or more episodes of sems obstruction. Mostly sems were clogged by sludge, which was found in 65.9% of the re-interventions, associated with overgrowth and ingrowth 34.1% of the cases. This file is being created to capture 55 cases of overgrowth and ingrowth requiring re intervention by placing an uncovered ¿bridging¿ sems inside the previous one.